Manufacturer narrative:
No button error alarm noted during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, she was shopping and the insulin pump had alarmed button error. Customer's blood glucose was 100 mg/dl. Customer stated the device was in her bra when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.